Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that prior to use, the site initially contacted the manufacturing representative (rep) and stated that they "could not register." Upon arriving, the rep found that the issue was not with the registration process itself, but rather that the site was unable to achieve a registration accuracy below the acceptable threshold of 5.0mm. The site attempted to re-register the patient approximately seven times before finally achieving an acceptable accuracy and proceeding with surgery. Immediately after the procedure, the rep performed a quick system checkout and determined that the patient had been registered and operated on using a stretcher rather than the site¿s usual operating room (or) bed. The surgeon opted not to move the patient to the or bed for this case, which deviated from their standard workflow. This setup introduced significant metal interference, which likely contributed to the registration difficulty. There was 1 hour or longer delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: (B)(6), h3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. As per the case details, the patient had been registered and operated on using a stretcher rather than the site¿s usual operating room (or) bed. The presence of metal introduces noise, which can compromise the registration accuracy; hence, the analyst was suspecting that metal interference might have caused the issue in the registration process, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.